Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the impedances were checked and all values were okay. No malfunction could be determined. The root cause for the intermittent absence of the patient was now being investigated and was assumed somewhere else other than the spinal cord stimulation (scs) system. There was no device explant.

Manufacturer narrative:
Other: unconsciousness. Other relevant device(s) are: product ID: 3387-28, serial/lot #: unknown; product ID: 7489-51, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator. It was reported that the patient was reporting unconsciousness/absence which the physician assumed could be a consequence of an eventually broken lead. It was noted that the patient was implanted for peripheral nerve stimulation (pns). The patient did not feel any malfunction of the stimulation; however, they could not remember the time immediately before the incidents with the absence. The physician assumed dysfunction of the diaphragm may have led or contributed to the issue, which in the physician's opinion could result from a defective pns lead. There were no obvious external factors. The patient reported that the physician did not see any error message on the physician programmer; however, no impedance measurement had been performed. There was a suspected impedance issue. The rep advised that they perform impedance measurements. No actions/interventions had been taken yet to resolve the issue, and the issue was not resolved. It was unknown if surgical intervention was planned. It was noted that aftercare was performed by a different physician than the implanting physician. The patient was alive with injury. The patient reported irregularly relapsing unconsciousness/absence of unknown cause. The issue occurred during normal use. Additional information was received f rom the rep. It was reported that the patient would have a troubleshooting appointment with a specific physician, but no specific date was known. No further details for this case were available. The patient was the only source of information and was not available until (B)(6) 2018.